Manufacturer narrative:
(B)(4) date sent: 6/1/2016 batch # unk no lot or batch number was provided therefore a device history could not be done.

Event description:
It was reported that during an open pneumonectomy, the jaws did not open when the device was inserted into the patient via a trocar. Then, the device was removed from the patient and another device was used to complete the case. There were no adverse consequences to the patient.